Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation prior to a procedure, surgeon experienced difficulty in connecting reload to the adapter, then during the removal of the adapter, the adapter has been broken. After that, surgeon changed the adapter. No patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that there was no damage to the adapter housing. The blue button was in home position and could be fully retracted. There was a piece of a reload stuck in the distal end of the signia adapter. Functional testing noted that the adapter was connected to gen2 acc lite and to a post market vigilance (pmv) handle running software. The handle showed the reload attached to adapter graphic and the handle went into emergency retract mode. The adapter was disassembled and the reload's adapter was removed. The rotating ring was put back in position. The adapter was reassembled and reconnected to gen2 acc lite. The strain gauge was functional and the switch state was open. The adapter was reconnected to a pmv handle running software. The adapter calibrated and showed a green swimlane. A reload was able to connect and calibrate without issues. The reload could articulate and clamp without issues. The adapter was fired on the a1 with a maximum firing force. It was reported that the device broke, there was difficulty removing the adapter, and was difficult to load. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.